Manufacturer narrative:
After clarificaton from reporter, this event was found to be not reportable due to lens not being used. However, the claim cannot be voided as an MDR has already been submitted. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -5.0/4.5/80 (sphere/cylinder/axis) was to be inserted into the patient's left eye (os). The lens was not implanted. Reportedly, "was torn lens intra-op, scheduled to do replacement later and then patient got pregnant."

Manufacturer narrative:
Work order search found no similar complaints within associated lots were found. Claim# (B)(4).